Event description:
The customer reported that during user initiated shift test the device failed to recognize the paddles, displaying "attach paddles." This symptom presented during user initiated testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that during user initiated shift test the device failed to recognize the paddles, displaying "attach paddles." This symptom presented during user initiated testing. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.